Event description:
It was reported that the right-atrial (ra) lead exhibited low defibrillation impedance along with high defibrillation impedance. No resolution was performed. The patient condition was stable and would continue to be monitored.

Event description:
Additional information received confirmed that the right-atrial (ra) lead exhibited low defibrillation impedance only and all other electrical parameters were stable.